Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+1.5/083 diopter, in the patient's left eye (os) and the lens tore/broke. The lens was not implanted and there was no reported patient injury.